Event description:
It was reported that upon the removal of a jelco® protectiv® safety i.v. Catheter, a small area of the catheter appeared to be missing. The catheter was bent and the tip was broken in a "v" shape. The removal of the catheter happened in a medical center. It was reported that the patient had other serious medical event. It was also reported that there were no plans for further intervention and that the patient was discharged from the medical center in stable condition. No other adverse health outcomes were reported.